Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 556 mg/dl with moderate ketones; cause was unknown. The customer delivered a correction bolus via the pump to address bg. Recommendation was made to discuss diabetes management with a health care professional.